Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was not communicating. The technical support specialist (tss) contacted customer regarding the affected station and obtained permission to dial in. After logging in as carefusion admin and reviewing logs, data upload activity was confirmed. The tss then accessed the med es application server and verified sync information, which showed recent upload and download timestamps. Following a reboot, the station displayed a blue screen, prompting deployment of package and pas package and per knowledge article (ka) station boots to blue screen/app does not auto-launch. Since the remote smart service (rss) update agent was missing, steps were taken via control panel to modify and install the component as per ka, how to manually install rss agents & rss component manager. Autologin for carefusion application was configured, and after a reboot, the application was running as expected. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a device not communicating. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.